Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The power module device was evaluated and the reported condition that the device was not charging/not working/runs intermittently was confirmed. The device was evaluated and the complaint was confirmed. It was noted that the device did not function at all. The cause of this condition was determined to be due various worn components and seal deterioration from normal wearout. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during a total knee arthroplasty surgical procedure it was observed that two power module devices were no longer working. According to the report, the first power module device was working intermittently. It was reported that device was removed and the test button was pressed but nothing happened. A second power module device was obtained but it was reported that the service light was lit up while it was on the charger device. It was not reported which power module had the malfunction. It was reported that there was 10 minute delay in the procedure due to the event, as an identical spare device was available for use. It was reported that the procedure was completed successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.